Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a case in which evolve was implanted on (B)(6). Postoperative follow-up x-rays confirmed separation between the stem and the head. Revision surgery is scheduled for on (B)(6)."